Manufacturer narrative:
E: phone number (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a degraded downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the top right button does not work. User can't hit ok when using the pump during pre-test. The results of the investigation found that the downstream occlusion (dso) seal was degraded. There was no patient involvement.